Manufacturer narrative:
B3: event date is estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. It was reported that every so often they were getting a jolt in their lower abdomen or lower back. Patient said the jolt happens when they are moving. For example, the patient was walking, got a sudden jolt that made them freeze and drop when they were carrying. Reviewed how to decrease stim or change programs. Patient was able to connect to the implant and decrease stim. The patient was redirected to their healthcare provider to further address the issue.